Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the compromised force sensor system alarm appeared twice. The customer¿s blood glucose level was 171 mg/dl. No further details were given. The device will not be returned for analysis.